Manufacturer narrative:
The investigation of automated impella controller (aic) - system self-check error has been completed. The console logs showed a communication issue with the power battery manager (pbm) during the initial bootup. Due to the communication issue, the aic console rebooted automatically (as designed) to attempt another power on. After rebooting, the console displayed the "system self check failed" screen, and the console was then forcefully shut down. Device analysis: the reported failure mode was reproduced during testing. Upon bootup, the console rebooted automatically and showed the "system self check failure" screen. Visual inspection confirmed the pbm contamination which has impacted a neighboring communication channel. Root cause: the root cause of the ¿system self check failure¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps.

Event description:
The user facility reported that a console failed to boot up. This aic issue was discovered outside of patient use.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.